Event description:
It was reported that during an unknown procedure when stapling the diaphragm with a blue cartridge five days post-op the patient vomited and aspirated. The resident thinks this is what blew out the staple line. The patient was sent back to the or on (B)(6) 2015 and the staple line was fixed with ethibond suture. The patient status, ¿the patient is fine.¿ no device returning.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: what was the surgical procedure? Where was the diaphragm being stapled? Were any issue noted with device performance in the initial procedure? What was the reason for the reoperation? Are any additional details about this issue available?